Event description:
Pt with a distal third fracture above total knee experienced a broken plate and non-union. Patient was revised with bone graft, new plate and bmp.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned. Lot number reported as (B)(4) could not be identified, therefore a device history record review could not be completed.